Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised to address pain and suspicion of loosening of tibia at the cement to implant interface, cement manufacturer is competitor. Surgeon removed all components except patella 1518-10-209 l- 7836601. Surgeon put competitive company back in. Cement was cobalt cement. No instrumentation broke during procedure. Tibia was grossly loose with no cement on implant. Implants staying with patient. Doi: (B)(6) 2015; dor: (B)(6) 2017; right knee.

Manufacturer narrative:
No device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch ,a follow-up medwatch will be filed as appropriate.